Event description:
It was reported that a spectrum pump displayed system error 105. It was also reported there was no patient involvement.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported system error 105, which was reproduced and confirmed. System error 105 was caused by severe motor mount screws that were wedged between the cam lobes and motor causing the motor to seize. The failed motor assembly and screws were replaced.